Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented in the clinic with pocket erosion at the device implant site, due to infection. The pacemaker had eroded through the skin and was visible. The physician elected to explant the whole system which are pacemaker, right ventricular (rv) and right atrial (ra) leads and replaced with a leadless pacemaker on (B)(6) 2026. The patient experienced no adverse consequences.